Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) displayed a ¿iabp may require maintenance¿ message. No patient was involved, and no harm or injury was reported. A getinge field service engineer (fse) evaluated the unit and identified that the issue was related to drive regulator calibration. The fse performed calibration of both the vacuum and pressure regulators, which resolved the condition. The unit was verified to be operating within specification and was returned to service in good working condition.

Manufacturer narrative:
Event site name: (B)(6), event site postal code: (B)(6).